Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when the foley tray was opened, a name tag was mixed in the tray.

Event description:
It was reported that when the foley tray was opened, a name tag was mixed in the tray.

Manufacturer narrative:
The reported event was confirmed ¿ manufacturing related. The reported failure was able to be reproduced. The product had caused the reported failure. The sample was evaluated and observed a piece of paper written with chinese language. This paper originated from supplier packaging of drainage bags and operators might have missed out to remove the paper during repackaging process. Hence, the reported event is confirmed manufacturing related and further investigation was documented in CAPA# 13129832. The potential root cause for this failure mode could be due operator's handling method. The labeling and instructions for use were found to be adequate. A review of the manufacturing process indicates that the process is capable of producing of this type of defect. However, current in-process controls per pfmea are adequate to identify the defect or verify the product integrity. Corrections: d, e, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.